Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stent placement procedure in the inferior bile duct, performed on (B) (6) 2009. According to the complainant, this stent was successfully placed at the target location, 1cm out from the papilla. However, the patient came to the hospital complaining of "bad condition", and icterus was noted. It was then discovered that the stent was half out of the papilla. The stent was removed and the procedure was completed with an olympus double layer tube stent. The patient was reported as having no problems after this procedure, and the icterus was resolved.

Manufacturer narrative:
(B) (4) medical intervention required. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A deployed stent only was returned for analysis. A visual examination of the stent found that it was fully expanded, measured the correct dimensions and no issues were noted with its profile. A labeling review was performed and no anomaly was found. The root cause of the reported stent migration and patient complications could not be determined, however, these issues are listed as anticipated procedural complications in the product directions for use (dfu) document.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stent placement procedure in the inferior bile duct, performed on (B)(6), 2009. According to the complainant, this stent was successfully placed at the target location, 1cm out from the papilla. However, the patient came to the hospital complaining of "bad condition", and icterus was noted. It was then discovered that the stent was half out of the papilla. The stent was removed and the procedure was completed with an olympus double layer tube stent. The patient was reported as having no problems after this procedure, and the icterus was resolved.